Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visually inspected sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Further investigation included de-casing the sensor. A visual inspection of the printed circuit board assembly (pcba) showed no abnormalities. Poise voltage and sensor thermistor testing were both within specification, confirming it was capable of accurate glucose readings. An extended investigation was conducted. Microscopic visual inspection of the returned pcba revealed no abnormalities. The battery on the returned sensor measured to be within the specification. Source measurement unit (smu) testing was performed to evaluate the functionality of the returned puck. The electrical current measurements were within specification, indicating that no accuracy issues were present in the returned device and that the sensor functioned as intended. The puck transitioned to state 4 (active paired), indicating normal operation. A poise voltage test was performed, and results were within specification this indicates no issues with the electrical signal lines integral to the glucose reading process. A temperature test was also performed. The temperature difference between the puck and the room was within specification indicating that the thermistor is fully functional. No device malfunction was identified during testing, and the reported field event of low glucose readings could not be confirmed. All pertinent information available to abbott diabetes care has been submitted. Section d4 (device expiry date) & (UDI) were updated based on the returned product download.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.